Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the electrodes were returned to zoll medical corporation. Evaluation of the electrodes did reveal an energy concentration spot on the apex electrode; however, a heavy presence of hair, scaly skin and a foreign substance was found on the foam adhesive of the electrodes. Additionally, there was excessive creases observed on both pads. This is an indication of poor patient coupling due to inadequate patient preparation and application of the electrode pads to the patient skin. This contributed to the arcing of the electrodes and the second degree burns sustained by the patient. This claim has been closed as poor patient preparation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient, the device delivered the selected energy and the attached pads smelled of burnt hair and skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient sustained second degree burns. The patient received silvadene crème and dressings over the burns.